Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamp and tip clamp in the reported problem area of the pipette assembly frozen with serum. The tip clamp, lld contact spring, and plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.